Manufacturer narrative:
A ge oec service rep investigated the issue and a defective hard drive. The hard drive was removed and replaced and the calibration files were reloaded. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not save images during a procedure. The procedure was completed with no reported issues.